Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by surgeon of the hospital, that while he was performing a surgery procedure, he observed that the locking pins, which fixed the blades, are getting loosen. A replacement was available to complete the surgery.

Manufacturer narrative:
An event regarding disassembly involving a modular capture - distal resection was reported. The event was confirmed. Method & results: device evaluation and results: material analysis indicated areas of no weld fusion at the weld fracture site and also no evidence of line-to-line or interference fit for the missing pin. Medical records received and evaluation: no medical records were received for review. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the investigation concluded that there was a supplier manufacturing nonconformance as material analysis identified that there were areas of no weld fusion at the weld fracture site and also no evidence of line-to-line or interference fit for the missing pin. Nc pr was issued for the cross pin assembled to the action trigger of the instrument coming loose during surgery.

Event description:
It is reported by surgeon of the hospital, that while he was performing a surgery procedure, he observed that the locking pins, which fixed the blades, are getting loosen. A replacement was available to complete the surgery.